Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not accepting batteries. The customer's blood glucose reading was 192mg/dl at the time of incident. Troubleshooting found that the battery alarmed failed battery before and after a battery change. Customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem. Customer was advised to discontinue use of the device and revert to a back-up plan until the new cap arrives.